Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Additional information: investigation. Investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, vc perforation, caval thrombosis, unable to walk, blood clot, knee swelling, bed bound, leg thrombus. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported unable to walk, blood clot, knee swelling, and being bed bound leg thrombus are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received implant on (B)(6) 2004. Patient is alleging vena cava perforation, organ perforation and caval thrombosis. Patient is further alleging unable to walk, blood clot, knee swelling, bed bound. Per the (B)(6) 2018, report from CT (computed tomography): "an ivc filter is present in the lower inferior vena cava with unchanged protrusion of an arm into the adjacent l4-l5 disc space". Per the (B)(6) 2018, report from CT: "findings: there is an inferior vena cava filter in place. There is increased prominence of subcutaneous anterior abdominal and pelvic veins in the lower abdomen and pelvis. This could be due to inferior vena cava cava obstruction although this is not definitely identified demonstrated on this study." Impression: inferior vena cava filter in place. There could be inferior vena cava thrombosis as there is now prominence of lower abdominal and pelvic subcutaneous and anterior abdominal vein present." It has been reported the patient received two implants on (B)(6) 2004 with the allegations above pertaining only to one filter; the lower one. These related allegations will be reported in this report ((B)(4)).